Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. Event of inflammatory nodule is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional (hcp) reported that a patient was injected with 1 ml per side of juvéderm® volux¿. The patient developed bilateral late inflammatory nodules, painful to palpation on mandibular ridge. The patient presents pustular psoriasis. This is the same patient reported under emdr (B)(4). This emdr is being submitted for the serious injury.